Event description:
It was reported that during a cryoablation procedure, the physician encountered difficulty aspirating or flushing the sheath after initial insertion of the balloon catheter. It took several attempts to insert and remove the catheter. It was further reported that there was air ingress during aspiration. The physician attributed this to the balloon catheter, which was kinked. The balloon was replaced and the procedure was completed successfully. No patient complications have been reported as a result of this event. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the data files and balloon catheter, 2af284 with lot number 73919, were returned and analyzed. The data files did not show any system notices or issues for the date of the reported event. Visual inspection of the catheter showed that the shaft was kinked at 3.40 inches from the tip. Smart chip verification indicated the catheter was not used. The reported air ingress was not reproduced. Multiple aspirations and injections were performed without air bubbles or leaks. The catheter passed the performance test and electrical integrity as per specification; also the impedance was within specification. The dissection and pressure test did not show any leak or traces of liquid or blood inside the catheter. In conclusion, the reported issue of air ingress and difficulty aspirating or flushing was not confirmed through testing; however, the reported kink was confirmed. The balloon catheter, 2af284 with lot number 73919, failed the inspection due to the shaft kink.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.